Event description:
It was reported that the pt's critical alarm was sounding. Telemetry confirmed the alarm. The alarm was due to a motor stall and the stall was constant. The pt had not had any MRI's and was in bed at the time the stall occurred. The pt's was doing okay at the time the event was reported, but his pain is up a little. The drug used in the pump at the time of the event was compounded backlofen. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).